Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours. The patient reported bleeding at the infusion site. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged.

Manufacturer narrative:
The device was received and evaluated. No damages or defects were seen with the cannula assembly or needle mechanism that would cause the cannula to dislodge. The root cause of the reported event could not be determined. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found. The exact cause of the reported event could not be conclusively determined.